Event description:
This complaint is now reportable based on the investigation completed 05/27/2008. It was reported that during a coronary artery drug-eluting stenting treatment procedure, the device failed to adequately cross the lesion. The target lesions were in the right coronary artery (rca) and the left circumflex (lcx) artery. The mid rca was restenosed with a 90% target lesion. The moderately calcified, 80% stenosed, lcx target lesion was in the mid portion of the vessel. A 2.0x20mm maverick2 balloon catheter was used to pre-dilate the lcx. A 2.5x20mm "taxus" drug-eluting stent (des) was implanted in the distal lcx. The physician then attempted to implant a 3.0x20mm taxus liberte des in the mid lcx, but the device would not adequately cross the lesion after "several" attempts to cross the lesion. The physician exchanged the device for another 3.0x20mm and was able to successfully cross the mid lcx. The physician also implanted a 4.0x28mm "taxus" des to treat the mid rca lesion. There were no patient complications reported with the patient's current condition listed as "stable." Returned product analysis revealed stent damage.

Manufacturer narrative:
Device analysis: visual examination of the returned device revealed proximal stent damage. Some of the struts were misaligned. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel was inserted through the lumen with no restrictions. A review of the manufacturing documentation for particular batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause of the reported complaint is operational context.